Event description:
Review of the vns programming history found that a faulted system diagnostic test was performed on (B)(6) 2008 that changed the patient¿s settings. There was a programming and interrogations after the setting change and the settings were corrected, except for the pulse width that was left at 500 microseconds. It is unknown if this was intuitional or an oversight.

Manufacturer narrative:
Analysis of programming history.